Event description:
Per independent repair center statement, there was no customer stated problem. The key failure that was fixed on the unit was the control panel was broken. Additional malfunctions include the zip ties were leaking.